Event description:
It was reported the patient experienced weight loss. In turn, the patient experienced ipg migration which caused discomfort (described as pain) located at the ipg site. As a result. The patient underwent surgical intervention wherein the ipg pocket was relocated and the ipg was explanted and replaced which resolved the issue.